Manufacturer narrative:
On 1/9/2019, the biosense webster inc. (Bwi) product analysis lab received the device for evaluation. Initial visual inspection revealed no physical damage. The investigational analysis completed on 3/18/2019. The device was visually inspected and it was found in good condition. During a second visual inspection on, the pebax was found damaged. The magnetic sensor functionality was tested on carto and the catheter failed. Error 105 and 106 were observed. A failure analysis was then performed and the catheter was dissected on the tip area. Loss of electrical continuity at the sensor was found. It was determined that the root cause was an internal failure of the sensor. On 3/1/2019, a manufacturing record evaluation was performed, and no internal action related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the damage on the pebax could not be determined, since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device. However, this cannot be conclusively determined. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and the biosense webster inc. (Bwi) product analysis lab (pal) found the pebax damaged. Initially, it was reported that during the waiting phase of the procedure, the carto system displayed a force sensor error 106 code. The catheter was removed from the patient, as the ablation phase was complete. Ultimately, no further ablation was necessary. Surgery was not delayed, no fragments were generated, and the procedure was successfully completed. No adverse patient consequences were reported. The observed force sensor error 106 code has been assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. On 1/9/2019, bwi pal received the device for evaluation. Initial visual inspection revealed no physical damage. This event is being reported because during a second visual inspection on 2/20/2019, the (bwi) (pal) found the pebax damaged. The damaged pebax issue has been assessed as MDR reportable as device integrity was compromised. The awareness date has been reset to (B)(4) 2019.